Manufacturer narrative:
The customer called the company service representative to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. The customer found an obstruction under the footswitch treadle that was keeping the treadle from going into position three (3), causing the reported event. After the obstruction was removed, the system performed normally. The customer did not request service. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to an obstruction under the footswitch that did not allow the treadle to move to position three (3) to perform phacoemulsification. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a surgery, no phacoemulsification power was experienced in sculpt mode. No patient harm was reported.